Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the driveline of the ventricular assist device (vad) became disconnected. The patient was able to reconnect it and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The pump was not returned for evaluation. Log files revealed two vad disconnect alarms logged since (B)(6) 2018. These alarms are likely a result of physical disconnection of the driveline from the controller. As a result, the reported event was confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported event can be attributed to physical disconnection of the driveline from the controller. If information is provided in the future, a supplemental report will be issued.